Event description:
It was reported that a pt with a history of peripheral vascular disease (pvd) underwent an abdominal angiogram with distal runoff in 2009. Peri-procedural heparin (2000 units) was administered. Post procedure, the tech, training to the mynx vascular closure device, proceeded to use the device for femoral artery closure without an aci rep present. The procedure was reportedly performed without difficulty. No info was provided regarding the access site location in relation to the femoral head, or if there was any difficulty obtaining vascular access. Hemostasis was successfully achieved and the pt was ambulated and discharged without complication. One day post procedure, the pt presented with a retroperitoneal bleed confirmed by computed tomography (CT) scan and was treated surgically to resolve the bleed. Pt is reported to be "good". No further info is available.

Manufacturer narrative:
Based upon the info provided, the exact cause of the retroperitoneal bleed could not be determined. No info was provided regarding the access site location in relation to the femoral head, or if there was any difficulty obtaining vascular access, however, the device instructions for use (IFU) does instruct the user to confirm suitability of closure via femoral arteriogram prior to mynx deployment. Furthermore it instructs the user to not use the device if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Finally, per IFU, do not use the device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal bleed. The mynx device should only be used by a trained licensed physician or healthcare professional. For no allegation of product malfunction or non-conformance.